Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The event date is estimated. The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-30585. It was reported that the patient's stimulation was ineffective. It was found that the patient had high impedance on all contacts on one of their leads. The patient underwent a surgical procedure in which the lead with high impedance was explanted and replaced. It is unknown which lead was explanted, so both leads are being reported on.